Event description:
(B)(6) community hospital that currently uses (B)(4) (a remote reporting service) for their reporting needs. The site experienced slow study transmission times to the (B)(4) service. Investigation by agfa technical personnel revealed that the onset of this issue coincided with a discontinuation of the site's at&t, t-1 bundled service. After the t-1 bundled service was turned off, transmission times to (B)(4) became significantly longer. Customer confirmed that there were no reports of patient harm and there were no adverse outcomes or fatalities as a result of the slow transmission times reported. The customer also confirmed that for the reported instances, no treatment or diagnosis was prevented or delayed.